Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain: inappropriate bypass of caution negative ultrafiltration alarm. A review of the previous service record shows the device passed all required tests and calibrations prior to its release. No issues were identified that may have contributed to the issues of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)).

Event description:
During evaluation, an issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 at 06:35:36 with drain volume 4148 milliliters (ml) during cycle 4. On (B)(6) 2011, product surveillance spoke with the home patient (hp) who stated he has had no adverse symptoms and was doing well with therapy. The hp admitted he often bypasses after he troubleshoots alarms and further stated he has noted larger drain volumes on occasion toward the end of therapy. The hp was advised to utilize global technical services for troubleshooting. The hp stated he has a scheduled appointment with his nurse and would advise her of his issues with draining toward the end of therapy. The hp stated he had his pro card with him so would review settings during his appointment. No patient injury or medical intervention resulted from this issue.